Manufacturer narrative:
Analysis found that the overheating of the handpiece was confirmed after 1 minute. The temperatures are rear 26.3, middle 36.2 and nose 52.8 deg. C. This handpiece is noisy. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece overheated for several minutes after starting to work during a tympanoplasty surgery. The procedure was completed with a backup product. There was no patient impact.